Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-02139. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 1st error was monitor went out during operation and 2nd error was the arctic sun device has not maintained the temperature, temperature has dropped further. The device would be sent to the depot in asslar for repair after consultation with bd. Per review of wo on 03apr2025, there was no patient involvement. Per follow up information received via mail on 03apr2025, device would be repaired at crs depot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 1st error was monitor went out during operation and 2nd error was the arctic sun device has not maintained the temperature, temperature has dropped further. The device would be sent to the depot in asslar for repair after consultation with bd. Per review of wo on 03apr2025, there was no patient involvement. Per follow up information received via mail on 03apr2025, device would be repaired at crs depot.